Manufacturer narrative:
(B)(4). The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an explant procedure, it was noted that some contacts broke away from the patient&#38112;lead and were left inside the patient&#38112;body. The patient underwent a procedure where the remaining contacts were removed.

Event description:
A report was received that during an explant procedure, it was noted that some contacts broke away from the patient's lead and were left inside the patient's body. The patient underwent a procedure where the remaining contacts were removed.